Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 172 mg/dl and the sensor glucose was 72 mg/dl at the time of the incident. The customer¿s sensor glucose level¿s was 40 mg/dl. The sensor glucose value that triggered the suspend event was 40 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer's mother declined to troubleshoot the high blood glucose level and stated that the blood glucose was fine. The customer stated that the pump kept going off and into suspend and the blood glucose was higher. The customer was advised if sensor glucose value does not recover and they have waited at least 5 hours to remove sensor and check for bent sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.